Event description:
During a refractive procedure, an excessive number of pulses were delivered to the operative eye resulting in a significant overcorrection with a refraction of approximately +6 diopter.

Manufacturer narrative:
.